Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/16/2017 with the following findings: during investigation, the black box showed no pump reboots. The battery compartment was found to be cracked from the threads down. The returned battery cap were undamaged and able to fit. There were no power interruptions during the investigation. The "power" complaint was unable to be duplicated. The pump's cover was removed and there was no intermittent condition found to the printed circuit board.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was damaged. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.